Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was not able to reproduce the reported complaint. The unit energized and cauterized, and all ports recognized instruments.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the erbe due the monopolar energy not firing. The system was tested and verified as ready for use. Isi has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that their monopolar energy was not firing. The instrument did not seem to be detected and they had replaced both the instrument and the instrument cable. The isi tse requested the customer clean the pogo pins, try a different instrument cable, and eventually try to reseat the instrument on a different arm. The customer would try and call the isi tse back later in the day. The customer called back, and they had the same issue even after following all the steps and trying with a vessel sealer. The question mark persisted. Both ports were not working but the external device was working fine. The erbe seemed to need replacement. The procedure was completed as planned with no reported injury.